Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and down arrow keypad buttons required multiple button presses to elicit a response and the symbols on the keypad were worn. It was reported that the ok button was intermittently sticking down during the priming step that caused approximately 20 units of insulin to be primed before stopping. The patient noted that the bolus history indicated no inadvertent insulin had been delivered. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to the waist and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and ok buttons were found to be intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.